Event description:
It was reported that the device had no latch to hold the lid closed, causing the device not to power on. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified that the latch for the lid was missing and the device could not power on without the latch. The customer rec'd a replacement device.